Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505636 61303106 trilogy liner longevity crosslinked polyethylene, 00801803601 60932191 beta hip prosthesis, 00771101140 61317999 zimmer m/l taper hip prosthesis. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04255, 0002648920 - 2017 - 00401, 0001822565 - 2017 - 04256.

Event description:
It was reported patient¿s hip was revised approximately 8 years post-implantation due to pain and wear. It was reported that during surgery, the surgeon found puss and after removing the femoral head, corrosion was found. The shell, liner, head and stem were removed. Attempts have been made and additional information on the reported event is unavailable at this time.